Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2015-03185 & 1627487-2015-03186. Additional information received identified the wound(s) has healed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2015-03185 & 1627487-2015-03186. It was reported, the patient experienced dehiscence at the model 3343 scs extension site due to a subcutaneous hematoma and experienced pain at both of his scs extension sites, his scs ipg site and scs lead sites. As a result, the patient underwent surgical intervention on (B)(6) 2015 during which the scs extensions and scs ipg were explanted, the sites were irrigated/closed and the patient received antibiotics. As of (B)(6) 2015 the patient was "doing well",consulting with a wound specialist, and the pain issue had resolved. The implant dates for the devices below are unknown: model 3186, scs lead. Model 3146(2), scs lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.